Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device has yet to be returned.

Event description:
Upon getting out of bed, it was alleged that a patient's precice nail broke after almost 8 months of implantation. The patient had already completed their lengthening treatment with precice. The nail was removed without incident.